Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had alarm is generated when a power failure is detected. Customer stated pump had open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Event description:
The device was retuned for analysis.

Manufacturer narrative:
Customer returned the device for alleged device error 24 alarm and critical device error (open book image) alarm found on (B)(6) 2021. The device was received with a critical device error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify device error 24 alarm due to critical device error (open book image) alarm. Successfully utilized crest and thus to download the history and trace files. No device error 24 alarm could be found in the downloaded history and trace files. The device was cut open to perform a visual inspection. Corrosion and moisture damage were found on the electronic assembly (electrical board 1 and electrical board 2), vibrate harness assembly, and keypad flex tail. Rust and corrosion were found on the motor and force sensor. The force sensor zero offset is within specification (22.0 millivolt). Critical device error (open book image) alarm is confirmed due to moisture damage. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked retainer, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked battery compartment at the corner of the belt clip rails, cracked battery tube threads, cracked reservoir tube lip, end cap address label faded, and pillowing keypad overlay. Critical device error (open book image) alarm is confirmed due to moisture damage. Device error 24 alarm is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer = black. Customer returned the device for alleged alleged this alarm is generated when a power failure is detected alarm and critical pump error (open book image) alarm found on october 08, 2021. The device powered up properly after battery installation. No critical pump error (open book image) alarm noted. The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace and history files using thus. No this alarm is generated when a power failure is detected alarms noted during testing. The device history file lists data from january 24, 2022 thru july 13, 2022. Unable to verify this alarm is generated when a power failure is detected alarms on october 08, 2021 due to no history data available however, there is no this alarm is generated when a power failure is detected alarms noted in the available data in the history file. The device was cut open to perform a visual inspection. No evidence of physical damage or moisture damage was found on the electronic assembly (electrical board), motor, or force sensor. The force sensor zero offset is within specification (24.1 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery compartment at the corner of the belt clip rails, stained keypad overlay, cracked battery tube threads, missing serial number label, and pillowing keypad overlay. Critical pump error (open book image) alarm is not confirmed. This alarm is generated when a power failure is detected alarm is not confirmed, no this alarm is generated when a power failure is detected alarm during testing or noted in the available data in the history file. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.